Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed cardiac chest pain. The index procedure treated the 3.0x20mm, 85% stenosis of the proximal rca. Treatment consisted of predilation and placement of a 3.5x20mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient developed cardiac chest pain in 2008. Unspecified medications were administered and the event was reported to be resolved without residual effects. The investigator assessed this event as possibly related to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.